Event description:
According to the reporter, intra-operatively, during sleeve surgery, the stapler locked in the operation and misfire of the reload. Extension of the surgery time by more than 30 min. No patient injury.

Manufacturer narrative:
Report was sent in error as a duplicate for MFR report number: 1219930-2017-06118 (that¿s the number for the MDR sent on the other product event.) If information is provided in the future, a supplemental report will be issued.